Manufacturer narrative:
H4: device manufactured on december 2022. H10: the actual device was not available; however, retention samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which included gravity testing via methylene blue and under water leak testing with no leak observed. The reported condition was not verified by evaluation of the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an uromatic y type tur set leaked from the y-connection area. The issue occurred before patient use. There was no patient involvement. No additional information is available.